Event description:
Tortuous anatomy present at the junction of the main body limb and the contralateral iliac leg graft created a kinking and diminished flow through the graft. Another MFR's graft was deployed inside the graft lumen overlapping the junction site of the main body limb and the contralateral leg graft. Final angiogram viewed a reduction in the bend present in the vessel at the site of impingement.